Event description:
Additional information received reported the patient was not experiencing any symptoms and the cause of the discrepancy was unknown. The patient recovered without permanent impairment.

Manufacturer narrative:
Correction: the previous report of adverse event <(>&<)> product problem, was corrected to product problem.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv): arv was 15, and erv was 9. The reporter got 15 ml out, "then bubbles," which concerned the reporter, so she tried with a different needle and got no more fluid out. There was no prior history of volume discrepancies. The patient had no symptoms of withdrawal; however, she had a "couple episodes of being dizzy" that the reporter did not attribute to the pump therapy, and the patient was never sick. The pump logs did not show any problem. The pump system was being used to infuse compounded baclofen and hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).